Event description:
Customer back wheels were 3 off ground when going in reverse up the ramp into van. Customer reports it helped some but the wheels still are about 1 1/2 inches or more off of ground in most circumstances.